Manufacturer narrative:
The reported field event of inductive telemetry issue was not reproduced in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested with no anomaly detected.

Event description:
It was reported the patient presented prior to a routine generator exchange. An attempt was made to interrogate the implantable cardioverter defibrillator (ICD) but no telemetry could be established. The ICD was explanted and replaced. The patient was in stable condition.